Event description:
Related MFR report number: 2017865-2023-38705 related MFR report number: 2017865-2023-38706 it was reported that a patient presented with an infection. The physician elected to explant the entire pacemaker system. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended. Interrogation results were normal, visual screen was acceptable, device image download was successful, and preliminary test results were acceptable.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.